Event description:
It was reported by service report that the drive will not stay engaged. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Eval result: roller guide.